Manufacturer narrative:
The pump was returned and was visually and functionally tested. The pump was found to meet all MFR's specifications. Correction to section h-8 reuse.

Event description:
An over infusion occurred. The pump was programmed to give a bolus in the cris mode and did not switch back to the primary rate. There was no resultant pt complication.